Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorail balloon ruptured at 14 atms on the initial inflation. It is noted that resistance was met with insertion of the quantum maverick monorail balloon. The lesion being treated was a 90% stenotic lesion in a very tortuous mid rca. The patient was asymptomatic during this event. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.